Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to faulty cable. Additionally, the device evaluation found the video connector crack and flooded, video connector contact corrosion, scope mount lock button actuation heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head image was not displayed. The issue was found during pre-use inspection. The therapeutic procedure (name unknown) was completed without specifying the device used. There were no reports of patient harm.